Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The device was not received because it was repair locally. To solve the issue the speaker has been replaced. The defective part was received in brézins for investigation. According to our analysis, nothing was noticed during external visual check. After a visual inspection, the kit was assembled and on start-up, it was found that there was no speaker sound and the unit immediately triggered error 51 0001. For this complaint, with the results of analysis the reported issue was confirmed. The root cause was found linked to a weakness in the loudspeaker. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported: description of failure: faulty speaker. Part has been replaced, after replacement the device works properly. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.